Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of the lead was returned severed 4 cm from the terminal pin and was separated into two pieces. Inspection of the terminal seal rings found they were slightly swept back and wavy in appearance. There was no evidence of silicone bonding on the terminal seal rings. However, damage to the device¿s lead barrels and inner seal rings did identify evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead.

Event description:
Boston scientific received information that during a routine pacemaker replacement procedure, this right ventricular (rv) lead was not able to be removed from the device header. Extensive trouble shooting was performed, without success. Therefore, the physician cut and surgically abandoned the lead. A new lead was implanted without issue and was connected to the new device. The chronic right atrial (ra) lead also remains in service. No adverse patient effects were reported.